Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had 4 replacement implantable neurostimulator (ins) surgeries in 4 years. There was no known impact or consequence to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the patient, reporting that their ins was supposed to last 9 years. The patient also reported that there was an issue with the ins requiring the patient's healthcare provider to put the patient back under anesthesia to "fix it."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.